Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and cracked battery cap from the insulin pump. The customer's blood glucose level was 168 mg/dl. The customer stated that the pump turned off and does not turn back on. The customer stated that the pump does not alert her when it turned off. The customer stated that it was excessive and changed 4 to 5 times a week. The customer will be sent a replacement battery cap to see if it fixes the issue. The customer was advised to monitor the pump.